Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Returned product testing was performed and meter was shown to function properly. The complaint was not confirmed and no new issues were observed. Meter did power on with button depression and insertion of strips. Blank screen was not observed.

Event description:
A customer reported getting a blank screen on their freestyle flash meter and as a result of being unable to test sustaining an injury. The customer reportedly experienced a hyperglycemic episode and went to an ER where she received treatment. The customer refused to further troubleshoot and provide any additional information. There was no report of death or permanent impairment associated with this medical event.